Event description:
Customer reported to philips that unit had error code 1007 (machine and proximal pressure sensors failed). Customer also stated that the fan on the unit would pulse when unit is powered down. Customer reported that unit was outside of clinical use when reported issues detected. No patient harm/injury/ delay in therapy noted. Remote service engineer (rse) advised customer to check connection between data acquisition (da) and motor controller (mc) board ribbon cable. Customer found ribbon cable not seated properly. Regarding fan pulse issue, rse asked customer to check battery voltage in service mode. Customer reported that battery was showing 12.3 volts. The customer stated unit was left unplugged for some time. Cause of the pulsing fan concluded to low battery. Customer reseated the ribbon cable properly, powered on the unit properly and reported that unit was fully operational. With regards to pulsing fan issue the rse informed customer that he would need to replace battery if the voltage did not rise overnight. Customer stated that is batteries already on order. Customer took responsibility to correct/repair the device.

Manufacturer narrative:
Upon follow up for device repair status of pulsing fan issue, customer reported that he reseated the ribbon cable and replaced user interface assembly as display was blank too. Unit passed all specifications tests successfully after the repair was completed. But customer did not say anything pulsing fan issue; whether battery replacement was needed, or issue solved just by charging battery. Couple of attempts made to get clarification with no success. No other anomalies reported.